Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from the rinse block too low and getting caught on the bracket. The fse adjusted the rinse block, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 ml of fluid leaked in the lower front diluter of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no death, injury, or affect to user or change to patient treatment attributed to this event.